Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a rash on the area underneath her sensor on (B)(6) 2013. Patient stated she experienced burning, raised, and inflamed skin. Patient went to her physician, who prescribed hydrocortisone. At the time of contact with dexcom technical support, patient reported the area still had an itchy, burning rash, and it is still sensitive and healing.